Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens.the lens tore upon insertion into the eye. The incision was enlarged to remove the lens and a suture was required to close the wound.